Event description:
Edwards received notification that this patient with a 7300tfx25 valve implanted in mitral position was placed under consideration of re-intervention due to moderate-to-severe mitral intra-valvular regurgitation observed on echo twelve (12) days after the implantation. As reported, tricentrix holder was used without any difficulty. The handle was pushed until an audible "click" was heard and was left in place until all knots were tied. Per medical opinion, no suture loop was suspected. After the index procedure the patient was stable with all parameters in range, and was discharged on pod # 8. Reportedly, regurgitation was not observed neither during intraoperative echo taken during index procedure, nor on postoperative and pre-discharge echo. However, four (4) days after discharge, the patient was readmitted to hospital due to shortness of breath with chest discomfort. Echo showed moderate to severe mitral intra-valvular regurgitation, mild ar/tr, mild pah - 45 mmhg, and ivc congested. As reported, the re-intervention would be performed possibly once renal dysfunction settles and a valve exchange would be performed if the patient is stable at that time.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The explanted device was returned for evaluation. Customer report of regurgitation was confirmed through observed suture looping. Suture track indentations were observed on free margins of leaflets 1 and 2 near commissure 2. This indicated the suture was looped around commissure 2, but no sutures threads were left near commissure 2. However, suture holes were observed all around the valve sewing ring and some other sutures threads remained. X ray demonstrated wireform intact.

Event description:
Edwards received notification that this 7300tfx25 valve was explanted from the mitral position after ten (10) months and twenty-six (26) days of implant duration due to moderate-to-severe mitral intra-valvular regurgitation. No valve calcification or marks were observed on the explanted valve. As reported, the insufficiency was initially observed on echo twelve (12) days after the implantation. As reported, tricentrix holder was used without any difficulty. The handle was pushed until an audible click was heard and was left in place until all knots were tied. Per medical opinion, no suture loop was suspected. After the index procedure the patient was stable with all parameters in range, and was discharged on pod # 8. Reportedly, regurgitation was not observed neither during intraoperative echo taken during index procedure, nor on postoperative and pre-discharge echo. However, four (4) days after discharge, the patient was readmitted to hospital due to shortness of breath with chest discomfort. Echo showed moderate to severe mitral intra-valvular regurgitation. As reported, the re-intervention was postponed until having the renal dysfunction settled. Another valve of the same model and size was implanted in replacement. The patient was noted as to be stable and discharged.

Manufacturer narrative:
The device was not returned for evaluation, as the device request is ongoing. Postprocedural echo images after valve replacement were provided and reviewed. The submitted images are remarkable for, the submission of very limited images, consisting of a single static image and a single 8 second movie loop presumably from the redo procedure; grossly normal appearance and motion of the 2 visualized leaflets on the 8 second movie; no or trace mr on the static image; small cardiac chambers and intracavitary air or cavitations suggesting that images might have been acquired during or soon after separation from extracorporeal circulation; small thumbnail images visible on the static image, at least one of which suggests the presence of mr. The submitted images do not document the presence of central mr or offer any significant clues as to the mechanism of mr if it is present.

Manufacturer narrative:
H11: corrected data: corrected b3 date of event from (B)(6) 2021 to (B)(6) 2021.

Manufacturer narrative:
The complaint is confirmed through imaging evaluation and product evaluation of returned device. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. These techniques are not typically the result of product malfunction; however, they may contribute to mild to severe regurgitation and if undetected may require reoperation. DHR review was performed and no relevant non-conformances were identified. Based on the evaluation and available information, the report of "moderate-to-severe mitral intra-valvular regurgitation" was confirmed and the most likely cause is suture looping due to use error. An edwards defect has not been confirmed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section: b5.

Event description:
Edwards received notification that this patient with a 7300tfx25 valve implanted in mitral position was placed under consideration of re-intervention due to moderate-to-severe mitral intra-valvular regurgitation observed on echo twelve (12) days after the implantation. As reported, tricentrix holder was used without any difficulty. The handle was pushed until an audible "click" was heard and was left in place until all knots were tied. Per medical opinion, no suture loop was suspected. After the index procedure the patient was stable with all parameters in range and was discharged on pod #8. Reportedly, regurgitation was not observed neither during intraoperative echo taken during index procedure, nor on postoperative and pre-discharge echo. However, four (4) days after discharge, the patient was readmitted to hospital due to shortness of breath with chest discomfort. Echo showed moderate to severe mitral intra-valvular regurgitation, mild ar/tr, mild pah - 45 mmhg, and ivc congested. As reported, the re-intervention would be performed possibly once renal dysfunction settles and a valve exchange would be performed if the patient is stable at that time. A digital file containing echo images was provided and reviewed by an independent expert in echocardiography. Limited assessment of the mitral bioprosthesis suggests high velocity and/or turbulent antegrade and retrograde transmitral flow, respectively suggesting both prosthetic stenosis and regurgitation. As visualized, regurgitation appears to be central in origin, but reliable assessment of mr severity and definitive assessment of mr origin are not possible based on the submitted images. The submitted images do not allow reliable assessment of bioprosthesis leaflet anatomy and motion. The severity and origin of mr, the presence and severity of mitral stenosis, and the etiology of both mr and mitral stenosis cannot be reliably determined based on the submitted images. An echo report was provided and reviewed by an independent expert in echocardiography. The report suggest that mitral regurgitation may have been present, but independent assessment of mitral regurgitation severity and origin is not possible. Similarly, the assessment is not possible of the presence, appearance, or the function of a mitral bioprosthesis. No images are submitted from three earlier echocardiograms intraoperative, postoperative, and discharge summary that reportedly revealed no mitral regurgitation.

Manufacturer narrative:
H10: additional manufacturer narrative: additional information has been requested and received from the healthcare provider. However, there is currently insufficient information to determine the root cause of this event. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
Edwards received notification that this patient with a 7300tfx25 valve implanted in mitral position was placed under consideration of re-intervention due to moderate-to-severe mitral intra-valvular regurgitation observed on echo twelve (12) days after the implantation. As reported, tricentrix holder was used without any difficulty. The handle was pushed until an audible "click" was heard and was left in place until all knots were tied. Per medical opinion, no suture loop was suspected. After the index procedure the patient was stable with all parameters in range and was discharged on pod # 8. Reportedly, regurgitation was not observed neither during intraoperative echo taken during index procedure, nor on postoperative and pre-discharge echo. However, four (4) days after discharge, the patient was readmitted to hospital due to shortness of breath with chest discomfort. Echo showed moderate to severe mitral intra-valvular regurgitation, mild ar/tr, mild pah - 45 mmhg, and ivc congested. As reported, the re-intervention would be performed possibly once renal dysfunction settles and a valve exchange would be performed if the patient is stable at that time.